Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and the device failed the test. It was stated that every time the lead screw gets half way through the reservoir compartment, the insulin pump alarms motor error. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.